Manufacturer narrative:
The reporter's meter, 2 vials of strips lot 51508823, and 1 vial of strip lot 50772321 were provided for investigation where they were tested with a high-level control sample. Customer meter with customer strips (lot 51508823, vial 1): (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. Customer meter with customer strips (lot 51508823, vial 2): (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. Customer meter with customer strips (lot 50772321): (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Expiration date- lot 51508823 has an expiration date of 31-jul-2022. Lot 50772321 has an expiration date of 31-may-2022. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At about 8 am, the result from the meter was 4.7 inr. At about 10 am, the result from the laboratory was 3.4 inr. On (B)(6) 2021 at 6 am, the results from the patient's meter were 5.1 inr and 5.0 inr. At 10 am, the result from the laboratory was 3.9 inr. The therapeutic range was 2.5-3.5 inr and the patient tests weekly.